Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found that the ultrasonic image was missing. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the ultrasonic bronchofibervideoscope had no image. The issue occurred during the diagnostic procedure and the procedure was completed using a similar device. There were no reports of patient harm.

Event description:
The issue occurred during preparation for use for a diagnostic ultrasonic tracheoscopy procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5 and g2 (company representative and other should be unmarked). Additional information added to field h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The customer's allegation could not be confirmed, and since the issue could not be reproduced, a presumable cause neither a root cause could be identified. The event can be detected and prevented by following the instructions for use which state: instructions: evis lucera ultrasonic bronchofibervideoscope olympus bf type uc260fw important information ¿ please read before use warnings and cautions: do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.